Event description:
The patient (B)(6) received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient's ipg was unable to communicate with the programmer and charger; therefore, the patient could not recharge her ipg. The physician decided to explant and replace the ipg on (B)(6) 2011. It was reported that the facility discarded the explanted ipg. No further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.